Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) shut down due to a failed ups. They plugged the cns directly into a wall socket and it powered up properly and patient monitoring resumed, which indicated the ups experienced a failure. The monitor tech was advised to report the incident to their biomed for further action. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the transmitter and is the device that experienced the failure: ups: no model or serial number was provided.

Event description:
The monitor tech reported that the central nurse's station (cns) shut down due to a failed uninterruptible power supply (ups). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the monitor tech reported that the central nurse's station (cns) shut down due to a failed uninterruptible power supply (ups). They plugged the cns directly into a wall socket and it powered up properly and patient monitoring resumed, which indicated the ups had experienced a failure. No patient harm was reported. Service requested / performed: troubleshooting: nihon kohden technical services (nk ts) advised the customer to trace the power cable from the cns to the ups. The customer was asked to bypass the ups and power the cns using the ac wall jack, directly. The unit booted into the software without any issues. Investigation summary: the cns shut down due to a bad power supply. Some possible causes of ups failure are listed below: inherent limitations (e.g., single device connection, limited battery capacity, etc.) , condition of ups outlet , condition of connected cables , battery needing replacement, location of ups , lack of user education on limitations of ups , lack of maintenance.

Event description:
The monitor tech reported that the central nurse's station (cns) shut down due to a failed uninterruptible power supply (ups). No patient harm was reported.